Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, in a patient with a native annulus perimeter measuring 102mm, a 32mm non-medtronic (meril myval) valve was implanted. Following implant, severe aortic insufficiency was observed. A decision was made to implant a 32mm medtronic evfxplus-34 valve. The medtronic valve was successfully implanted valve-in-valve. However, the patient developed pulmonary edema and could not recover from the long duration of aortic insufficiency which led to exitus. Additional information was received to clarify the aortic insufficiency was central regurgitation and the medtronic valve resolved the regurgitation. However, the medtronic valve was not placed in time; the patient endured severe central aortic regurgitation for too long and could not recover. Per the physician, the medtronic cannot be excluded as a contributing cause to the aortic insufficiency, but can be excluded as a contributing factor to the pulmonary edema and death. The physician further noted the patient's underlying condition of aortic insufficiency from the non-medtronic (meril myval) valve was the main cause of death.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, in a patient with a native annulus perimeter measuring 102 mm, a 32 mm non-medtronic (meril myval) valve was implanted. Following implant, severe aortic insufficiency was observed. A decision was made to implant a 32mm medtronic evfxplus-34 valve. The medtronic valve was successfully implanted valve-in-valve. However, the patient developed pulmonary edema and could not recover from the long duration of aortic insufficiency which led to exitus.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the medtronic valve could be excluded as a contributing cause to the aortic insufficiency.